Manufacturer narrative:
The authorized service personnel (asp) evaluated the device and determined that the external paddles are not flexible due to malfunction of electrode plate. The electrode plate was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6), reporting address state: (B)(6), reporting address city: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6), reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the external paddles are not very flexible. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.